Event description:
Information was received from a consumer regarding a patient receiving an unknown medication (unknown concentration and dose) via an implantable pump. An indication for pump use was non-malignant pain. The patient reported that he had an issue with the pump a couple years ago. No symptoms or additional information were provided. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.